Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a frozen display and was alarming. The customer stated that the insulin pump counted up to five and then freezes and alarmed. The blood glucose reading was 186mg/dl. No further information was provided.

Manufacturer narrative:
No button response due to flattened dome switch on act button. The insulin pump was monitored. No frozen display anomaly noted.